Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The activate button did not respond due to flatten button dome switch. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 111 mg/dl. No significant events leading to the alarm were observed other than the customer lying on the insulin pump. Advised replacement of the insulin pump. Nothing further reported.